Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Manufacturing date of (B)(6) is december 22, 2020.

Event description:
A 77-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified that the patient experienced scalp itching and subsequently scratched the array application site. The patient was prescribed unspecified oral medication. On december 15, 2025, further information was received stating that the patient temporarily discontinued optune gio therapy due to skin irritation. Attempts were made to contact the prescribing physician; however, no additional information was received.